Manufacturer narrative:
One 200ld-v console was received with a complaint of false detection. The complaint was could not be duplicated. The presence of a ferrite on the verisphere port cable assembly was identified, and has the potential to cause false detections. Upon receipt the unit did not have a power cord. A test power cord was installed for testing purposes. The unit powered up and passed post successfully. Verisphere cl-14714 was used to perform 20 scans in the no-tag-present state. None produced a false detection. It was discovered that on the cable assembly of the verisphere port there was a solid ferrite installed. The ferrite was removed, and the unit performed 5 scans with no false detection. Due to interference issues, ferrites have been removed from the design of the ld-v console via co-00920, and the service process has been updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a false detection issue, it showed false positives. There was no patient involvement.